Event description:
The technician reported the bed is in the warehouse and the brake is not holding. No patient injury reported.

Manufacturer narrative:
The technician found the left head brake caster is worn. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. The technician replaced the left head brake caster to resolve the issue. Based on this information, no further action is required.